Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that a catheter revision was being performed. No further details were provided.

Manufacturer narrative:
Continuation of d10: product ID 8711 serial# unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that it was first determined that a catheter revision was needed on (B)(6) 2025. On (B)(6) 2025. A pump replacement for normal elective replacement indicator (eri) was being completed. The patient had an extremely old catheter in place (original catheter) that was connected to the pump. The implanting surgeon wanted to remove the old connector due to its age, and replace it. The surgeon advised that they did not want to connect the old, original connector back onto the new pump. The rep called into technical services to identify the proper pump connector to use with connecting to an 8711 catheter. There were no symptoms. The connector was replaced with a new one. The surgeon only replaced because he believed a new connector would provide a more secure connection.